Manufacturer narrative:
The technician investigated and found the right foot tilt mechlock will not hold up when pressure is applied. He indicated that the tilt cable was adjusted properly. The technician replaced the foot tilt mechlock to repair the bed.

Event description:
The ob mgr alleged that after the pt delivered the baby, the pt had their feet in foot supports and when the pt applied pressure to the supports, the right side foot support gave way, causing a needle stick to the pt because the doctor was applying stitches. The nurse readjusted the foot support so doctor could continue and the right foot support gave way again. No serious injury or treatment was reported.